Manufacturer narrative:
A medtronic representative went to the site to test the navigation system the instrument was used with. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the site inserted the end plate protector into the vertebral body and inserted the cage which was attached to the inserter through the protector with a hammer over navi. As the cage did not enter well, a metal hammer was used. At l3/4, when inserted the cage to the indicated position, it was felt the inserter was loose, and when shook it sideways, it was found that the cage was broken. At l4/5, when inserted the cage while turning the cage, it was also felt that the inserter was loose. And it was confirmed that the cage was broken as well. Removed the cage, and used the inserter as it was to proceed to the indicated position on the navi. Because the cage broke in the same way on the two levels, the surgeon requested to have a check on the inserter owned by the facility as well. When the majority of the cage was inserted into the patient's body, the cage broke. Though the broken piece of the cage attached to the inserter was taken out, the majority of the cage was remained in the patient¿s body. And the physician said as the inserter was inserted through the end plate protector, the course may be corrected by the inserter and twisting movement may occurred. The physician also requested to investigate the possible cause of the cage breakage. The surgery was completed with navigation and there was no impact on patient outcome. Additional information from the medtronic representative: in the three intervertebral disc space, posterior part of the cages broke in the same way at two intervertebral space. The broken pieces were returned for both. The navigation inserter is owned by the facility. When the clinical specialist (cs), inspected the reported navigation inserter, the cage was attached without any issue and no distortion etc. Was observed.

Manufacturer narrative:
Correction: device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.